Event description:
Spacelabs received a report of a telemetry patient with a 12 beat run of v-tach that did not alarm or print out on the central monitor. The patient died.

Manufacturer narrative:
It is spacelabs policy to report each event associated with a patient death. Spacelabs sent a field service engineer (fse) to the customer site to evaluate this reported event. The fse tested the central monitor and determined the device was operating as designed. The hospital refused to allow the fse to copy or evaluate the patient data in their intesys clinical suite (ics is a retrospective review database) that stores patient data and would provide details surrounding the incident that occurred. Only one ECG strip of the 12 beat vrun event was available for analysis. The hospital provided the default user settings and supplemental patient waveform data for the time frame before the reported event. However, with no data provided for the time of the event other than the ECG strip, spacelabs was unable to reach a conclusion regarding the event that occurred. There have been no further reports of failure to alarm or print out for v-tach from this customer. Spacelabs will continue to monitor this issue as part of our trending process. Spacelabs considers this issue closed.